Event description:
The facility reported a pump with low battery. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.